Event description:
It was reported that during a routine replacement, the ventricular lead showed high thresholds and low, out of range impedances. The lead was successfully capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4511 lead, implanted: (B)(6) 1984. (B)(4).